Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a dixon procedure, after the staple deployed, the surgeon felt resistance when removing the device. They checked the tissue and found that some staples did not form properly. Another staple was replaced to continue. There was no injury to the patient.